Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02724 and 2134265-2016-02616. It was reported that automatic pullback failure occurred. An ilab was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, motordrive unit plus stops in the middle of the activity and it does not function at all. The physician re-connect the catheter and do a "new run". However, motordrive unit does not perform pullback and the there is no error indication. No patient complications were reported and the patients' status is good.